Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, damage to the casing, a dim and discolored display, and cracked piezo ceramic. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. The casing near the display was also cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The auditory alerts functioned intermittently. The pump case was removed, and the piezo ceramic was found to be cracked. (B)(6).